Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: both photos and the physical sample were provided to our quality team for investigation. Through visual inspection, the needle is observed to be broken. A device history review was performed for reported lot 2405031, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or defects were observed on any of the needles. Product undergoes visual inspections throughout the manufacturing process according to procedure, verifying there are no defects or damage on the product. Lot release testing results were reviewed for the reported lot and no issues were identified. It is possible the needle broke due to a spontaneous movement of the patient or if the needle hit a bone, although this cannot be verified for this incident. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
I would like to inform you that on (B)(6) 2024, after patient pgf was anesthetized with spinal puncture at l2/l3 with a w27g needle (lot 2405031/expiration date 04/30/2029), when the needle was removed, breakage was observed. The surgery to correct urinary incontinence + anterior and posterior colpoplasty + cystoscopy was continued. After the procedure was completed, the case was discussed by the anesthesia team, radioscopy was requested in the room (scopia), the images were evaluated and discussed by the anesthesia and neurology teams, computed tomography was requested as an emergency, evaluated by the neurologist who discussed the case with the anesthesia team and requested that surgery be scheduled to remove the foreign body. Patient returned to the operating room on (B)(6) 2024 for a surgical procedure to remove a foreign body -surgical treatment - surgical indication - paravertebral foreign body. Surgical procedure performed without complications, intraoperative blood loss of 03 grams.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
I would like to inform you that on (B)(6) 2024, after patient pgf was anesthetized with spinal puncture at l2/l3 with a w27g needle (lot 2405031/expiration date 04/30/2029), when the needle was removed, breakage was observed. The surgery to correct urinary incontinence + anterior and posterior colpoplasty + cystoscopy was continued. After the procedure was completed, the case was discussed by the anesthesia team, radioscopy was requested in the room (scopia), the images were evaluated and discussed by the anesthesia and neurology teams, computed tomography was requested as an emergency, evaluated by the neurologist who discussed the case with the anesthesia team and requested that surgery be scheduled to remove the foreign body. Patient returned to the operating room on 21/10/2024 for a surgical procedure to remove a foreign body -surgical treatment - surgical indication - paravertebral foreign body. Surgical procedure performed without complications, intraoperative blood loss of 03 grams.